Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode, fell on a bed frame, and was injured. The patient was transported to an emergency room where they then experienced a trans ischemic attack with left side symptoms. The hospital concluded that these events happened due to the a malfunction of the patient's implantable pulse generator (ipg). The device was reprogrammed but the patient was symptomatic in the new pacing mode. The currently remains in use but is scheduled to be replaced. No further patient complications have been reported as a result of this event.